Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. Further information was requested however was not provided.